Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and replaced. The system software and calibration files were reloaded. The voltage on ps1 was readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that in the middle of a case, the save button would not save images. After rebooting the system a message stated that there were corrupt images. (Data loss). There is no report of injury or death associated with the event described in this complaint.